Event description:
It was reported that an ilet user experienced prolonged hyperglycemia, with a confirmed fingerstick of 465 mg/dl and subsequent reduction to 394 mg/dl after a supply change, while using a cannula-based infusion set and reporting an odor consistent with insulin, suggesting a potential infusion or delivery issue despite announced meals. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included user-directed troubleshooting focused on infusion set and supply replacement. Investigation of this case revealed that the exact cause of the hyperglycemia remained unclear, with a suspected interruption or insufficiency of insulin delivery through the infusion set or related components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.